Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, relevant tests/lab data: estimated dates the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported dyspnea was likely a symptom or secondary effect of the mitral stenosis. Although a conclusive cause for the reported patient effect of mitral stenosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the mitral stenosis. It was reported that one mitraclip was implanted reducing mitral regurgitation (mr) grade from 3-4 to trace. The mean gradient pressure (mgp) at the end of the procedure was 9 mm hg. A few days later, before the patient was discharged home, the patient had shortness of breath. An echocardiogram found the mgp had increased to 17 mm hg, but no increase in mr was noted. Medication was adjusted to lower the blood pressure and heart rate and subsequently, the mgp was reduced to 12 to 13 mm hg. The patient will require surgery to repair the mitral valve and explant the mitraclip. No additional information was provided.